Event description:
Case 1: an (B)(6) hypertensive woman had a 10-month history of gait disturbance, dementia, and urinary incontinence. Computed tomography (CT) of the head showed moderately enlarged lateral ventricles with an evans index of 31.4%. Under a diagnosis of idiopathic normal-pressure hydrocephalus, a vp shunt was placed via a right frontal horn puncture. Intraoperative bleeding from the cortical vein under the exposed dura was relatively strong, so another burrhole was needed for ventricular catheter cannulation. She experienced generalized convulsion 4 hours after the operation. Head CT showed a 4.8 x 4.7 cm subcortical hematoma close to the ventricular catheter. We did not treat the hematoma surgically. T2-weighted magnetic resonance (mr) imaging before the operation showed no evident organic lesions such as vascular malformation or brain tumor. T2-weighted mr imaging was not performed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4).